Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the left side eyelet cable came loose from the eyelet at the footplate end. However, there were no other manufacturing defects observed, so the original complaint issue of a copper flanged spacer sleeve insert being weakened and stripped out in the base assembly could not be confirmed.

Event description:
The dealer states that a copper flanged spacer sleeve insert has weakened and stripped out in the base assembly.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that a copper flanged spacer sleeve insert has weakened and stripped out in the base assembly.